Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: the investigation showed that the customer's observation was not replicated as the retain product performed as expected. A review of batch history record and deviation history review indicated that no relevant non-conformances and deviations noted and the quality control (qc) release data met qc specification. Unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended. On initial incident report date of birth was (B)(6). This information may not be correct.

Event description:
It was reported that the patient was tested on the alere hcg cassette and received a false negative on unconfirmed date. Bhcg bloodwork was performed and confirmed that the patient was pregnant (bhcg results 516). It is unknown what date the bloodwork was performed and what method was used. Although requested, no further information was provided.